Event description:
During follow-up, noise was observed on the atrial lead. Diagnostic imaging was performed and revealed insulation damage on the atrial lead. The atrial lead was capped and replaced. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed insulation damage on the rv lead. The rv lead was capped and replaced. The patient was stable following the procedure and there were no adverse consequences.